Event description:
Staff report that the patient's dobhoff feeding tube was inserted without difficulty and that placement was confirmed by x-ray. However, when the rn tried to remove the stylet, she was unable to do so. Another rn on the floor tried to remove the stylet, and also was unsuccessful. A new dobbhoff feeding tube from the same lot number was easily inserted. Placement was confirmed by x-ray and staff tried to remove its stylet. Again, the stylet was stuck and would not come out. Staff removed the second feeding tube, and inserted a third one - this one from a different lot number. It also was easily inserted and placement was confirmed by x-ray. The stylet on this last feeding tube was easily removed. Staff suspected that something was wrong with the feeding tubes from this lot number and pulled all product from this lot. However, when testing a newly opened product from this lot number that had not been used on a patient, we were unable to reproduce the event.